Event description:
The facility reported an infuso.r. Pump with "handle part that moves up and down for the syringe is stuck down." It is unknown when this condition occurred. However, it is known to have occurred in the "anesthesia" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "handle part that moves up and down for the syringe is stuck down" involving an infuso.r. Pump was confirmed but not reproduced during sample evaluation. The assignable cause was determined to be a broken pusher block assembly. The pusher block assembly was replaced to fix the reported condition.